Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, they noticed a defect of missing insulation pad on the jaw tip at the beginning of the harvest. It was immediately replaced during the case to complete the case. No pieces fell in the patient. No harm to the patient. No delay.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone on the tip of the cold jaw was observed to be peeled and detached, exposing the metal tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. There were no visual defects observed on the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed. The lot # 3000234005 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.